Event description:
It was reported that during a femoral stenting procedure, a guide wire fracture occurred. The physician was advancing the amplatz super stiff guide wire over the bifurcation to obtain right femoral artery access, however, the amplatz and another manufacturer's sheath "broke". The guide wire and sheath fragments did not embolize. The physician was unable to complete the procedure due to this event. A cut down was performed in the cath lab to remove the detached guide wire and sheath fragments. No further complications were reported and the patient's status was noted as "fine."